Manufacturer narrative:
Method of evaluation: actual device not evaluated. Manufacturing review: review of the device history record for lot s11181, review of lifecell complaint management system. Results of evaluation: no failure detected. A wound infection is a documented healing complication associated with this type of surgical procedure with or without the use of an adm (acellular dermal matrix). Multiple patient factors such as rectal cancer, high bmi, inflammatory bowel disease, and alcohol use as well as treatment related risks such as preoperative radiation and radiation in conjunction with radical resection increase the rate of perineal wound complications. Extralevator apr(eapr) has shown significantly more post operative wound infections compared to apr. Qa investigation into lot s11181 resulted in no remarkable findings with no other complaints reported against the lot and no deviations or nonconformances revealed during processing. As of 11/09/2015, all 181 devices released to finished goods for lot s11181 were distributed, including 25 devices reported to lifecell as implanted. Lot s11181 was terminally sterilized and met all qc release criteria. Conclusion code: device not returned. No failure detected, device operated within specification. Known inherent risk of procedure. Although medical intervention was required to treat the reported wound infection, the strattice device was not exposed and remains implanted. If the reported wound infection was related to the strattice, standard of care would require the device to be explanted. A wound infection is a documented healing complication associated with this type of procedure with or without the use of an adm (acellular dermal matrix). Multiple patient factors, as well as treatment related risks such as preoperative radiation and radiation in conjunction with radical resection increase the rate of perineal wound complications. Based on the reported information including the surgeon's statement that the sae is most likely related to the primary surgery and the qa investigation resulting in no remarkable findings, the clinical study sae is considered unrelated to the strattice device and likely related to the surgical procedure and/or patient condition. Lot s11181 met all qc release criteria and the strattice device performed as expected. Although the surgeon concluded that the sae is most likely related to the primary surgery, this event is being reported conservatively to both the (B)(6) and the FDA due to the investigator being unsure about a relationship between the sae and the study device.

Event description:
Subject #10 is a (B)(6) male enrolled in an investigator initiated postmarket study. This clinical study (biopex) is not a lifecell sponsored clinical study. This study is aimed at comparing the treatment of distal rectal cancer with pelvic floor perineal reconstruction using a biological mesh, compared to simple direct perineal closure in combination with neo-adjuvant radiotherapy (either short course or long course (chemo)radiotherapy). The male subject underwent treatment of distal rectal cancer with preoperative short course neoadjuvant radiotherapy (5x5 gy) and pelvic floor reconstruction using strattice on (B)(6), 2013 as part of the biopex study. The patient developed a perineal wound infection approximately 1 month post-op on (B)(6), 2013. The perineal wound was conservatively treated but the hospital stay was prolonged. The subject/patient had a complete recovery and the strattice device remains implanted. The surgeon stated that the sae was most likely related to the primary surgery, but stated as with every research it was unclear if it had a relation with the experimental arm. As the manufacturer, lifecell is reporting this event conservatively due to the investigator being unsure about a relationship between the sae and the study device but concluded that this event was an unexpected outcome of complication related to surgery.